Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure.